Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that a patient was implanted with an impella 5.5 and exhibited access site bleeding. Systemic heparin was withheld and approximately six units of blood were transfused. Vascular was brought in and did not intervene as they had oversewn the graft prior to closing. They advised to apply a pressurized dressing to the impella 5.5 site. The patient survived.